Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Prior to insertion of the device, the cardiomems implant procedure was abandoned due to being unable to identify an appropriate location for sensor deployment due to patient anatomy. There were no adverse consequences to the patient.